Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An exportapce was intended to be used during a procedure. There was no damage noted to the exportapce packaging. The device was removed from packaging per IFU. The device was inspected and prepped with no issues. The aspiration catheter was used in the mid lcx artery, which had mild tortuosity and 99% stenosis. No resistance was encountered when advancing the device, and excessive force was not applied. During the procedure, when the physician took a cine, it was noted that the radiopaque marker band of the device was in the distal part of the artery. The nurse also noticed the issue when the device was removed from the vessel. The marker band was removed using two wires. No patient injury is reported.

Manufacturer narrative:
Additional info: there was thrombosis at time of procedure- it was an urgent stemi. The export did not pass through a previously deployed stent. The guide wire did not loop over the tip of the export while in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: received for analysis was one coiled up export ap aspiration catheter with original packaging pouch. The marker band was not present at the distal tip, as stated in the reported event the marker band was dislodged during the procedure and removed successfully from the patient. The marker band was not returned. Visual inspection detected severe damage to the catheter wire lumen, the whole wire lumen was torn, the catheter exhibited some residual blood in the wire lumen. During inspection of the wire lumen, a .014¿ guide wire was back loaded into the wire lumen, the tear to the wire lumen was visible during insertion of the wire from proximal exit port to the tip. The wire used during the procedure was not returned. If information is provided in the future, a supplemental report will be issued.